Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of bleeding is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and bleeding.

Event description:
Healthcare professional reported right side "exchange of textured breast implants due to the patient¿s concern with the product", "evidence of significant bleeding" and a "right side rupture". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: the device was broken shell, missing shell and creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: broken is found with the following conditions: sharp edge on posterior with stress marks assessed as surgical impact opening, striated edge due to surgical damage and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a broken is found with the following conditions: sharp edge on posterior with stress marks assessed as surgical impact opening, striated edge due to surgical damage and a missing shell assessed as inconclusive.

Event description:
Healthcare professional reported right side "exchange of textured breast implants due to the patient¿s concern with the product", "evidence of significant bleeding" and a "right side rupture". Device has been explanted.